Event description:
Subfebrilia [subfebrile]. Allergic reaction [allergic reaction] ([knee effusion]).during movement-feeling of knee jumping over [joint instability] .feel some pain (twinge on medial part of knee) [knee pain] . Case narrative: this case is cross-referenced with case (B)(6) ((B)(6)) (same patient).initial information received on 26-sep-2018 regarding an unsolicited valid serious case from czech republic received from a physician.this case involves a 47 years old male patient who experienced subfebrilia, feel some pain (twinge on medial part of knee), during movement- feeling of knee jumping over after using medical device hylan g-f 20, sodium hyaluronate (synvisc one).the patient's past medical history included post-administration knee hydrops following administration of synvisc one two year ago. Patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was administered synvisc one injection intra-articularly of 1 dosage form (lot 7rsl048, exp- 10/2020) for arthritis and recent rupture of knee joint cartilage.on (B)(6) 2018, the information was received from the physician, surgeon (initial and follow up processed together) it was reported that patient experienced large knee hydrops (the knee into which synvisc one was administered was affected) and subfebrilia(latencies: 1 day). As per the physician, all other etiologies were excluded, and it was obvious, that the reaction was related to synvisc one administration. Case was considered serious by csh. As per the investigation on joint punctuate fluid dated (B)(6) 2018 results were number of leucocytes 2.5x10exp9/l, mononuclears 23%, polymorfonuclears 67% , mononuclear absolute count 0.6x19exp9/l,polymorphobnclears absolute count 1.7. Laboratory examination on 27-sep-2018 revealed serum igd 31.9 mg/l (normal range 1.3-152.7), serum rheumatoic factor iga <5.0u/ml (normal range <18), serum rheumatoic factor igg 9.2 u/ml(normal range <18), serum rheumatopic factor igm 6.4 u/ml(normal range<18), serum ab/ccp <0.5u/ml (normal range 0-0.5), serum ab/filargin negative, serum comp-cartilage protein not performed. Serum rheumatoic factor <10.0 ku/I (normal range 0-14), serum crp 27.9 mg/l (normal range 0-5), serum aslo 97 ku/l (normal range 0-200), serum igm 1.3 g/l (normal range 0.4-2.3), serum ige 216.9 ku/l (normal range 0-87). Blood examination on (B)(6) 2018 revealed wbc5.8x10exp9/l (normal range 4-10), rbc 5.74x10exp12/l(normal range 4-5.8), hgb 171 g/l (normal range 135-175), hct 0.516 (normal range 0.4-0.50), mcv 89.9 fl (normal range 82-98), mch 29.8 pg (normal range 28-34), mchc 331 g/l (normal range 320-360), rdw-cv 12.4% (normal range 10-15.2), plt 246x10exp9/l (normal range 150-400). Differential count : neutrophils 66.6% (normal ramge 45-70), lymphocytes 17.5% (normal range 20-45), monocytes 9.7% (normal range 2-12), eosinophils 5.5% (normal range 0-5), basofiles 0.7% (normal range 0-2). Neutrophiles absolute count 3.84x10exp9/l(normal range 2-7), lymphocytes absolute count 1.01x10exp9/l(normal range 0.8-4), monocytes absolute count 0.56x10exp9/l (normal range 0.08-1.2), eosinophils absolute count 0.32x10exp9/l (normal range 0-0.5), basophiles absolute count 0.04x10exp9/l (normal range 0-0.2), quality of serum: normal. As per the medical record of (B)(6) 2018, it was reported that subjectively the patient did not have any pain , sometimes the patient felt some pain (twinge on medial part of knee) (latency: unknown) , during movement- feeling of knee jumping over (latency: unknown). Objectively: knee without any fluid with free movements and with full flexion. Some crepitation under patella and medial epicondyle (latency: ), currently improved. Administration of other viscosupplements was indicated. It was reported that patient recovered from large knee hydrops (the knee into which synvisc one was administered was affected) on (B)(6) 2018 and recovered from subfebrilia on an unknown date.final diagnosis was subfebrilia, feel some pain (twinge on medial part of knee), during movement- feeling of knee jumping over.outcome: recovered for subfebrilia; unknown for rest of the events.seriousness criteria: medically significant for subfebrilia.a product technical complaint was initiated on 01-oct-2018 for synvisc-one. Batch number: 7rsl048 global ptc number: (B)(4). The production and quality control documentation for lot number 7rsl048 expiration date oct-2020 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review and lot number frequent analysis for lot number 7rsl048, no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of 05-dec-2018, there were 3 complaints on file for lot number 7rsl048 and all related sub lots:3 complaints are on file for lot number 7rsl048: (3) adverse event report. Sanofi would continue to monitor complaints to determine if CAPA was required. Additional information was received on 01-oct-2018. Global ptc number and its results were added. Text amended accordingly.additional information received on 23-nov-2018 from physician. New events of allergic reaction, feel some pain (twinge on medial part of knee), during movement-feeling of knee jumping over, crepitation under patella and medial epicondyle added with details. Batch number updated. Outcome of events subfebrilia updated to recovered from not recovered. Lab results of 27-sep-2018 added. Clinical course updated and text amended accordingly.additional information received on 05-dec-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.based on the information previously received, reportable malfunction was updated from yes to no.

Event description:
Subfebrilia [subfebrile] ; allergic reaction [allergic reaction] ([knee effusion]); during movement-feeling of knee jumping over [joint instability] ; feel some pain (twinge on medial part of knee) [knee pain] . Case narrative: this case is cross-referenced with case (B)(4) ((B)(4)) (same patient). Initial information received on (B)(6) 2018 regarding an unsolicited valid serious case from (B)(6) received from a physician. This case involves a (B)(6) male patient who experienced subfebrilia, feel some pain (twinge on medial part of knee), during movement- feeling of knee jumping over after using medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included post-administration knee hydrops following administration of synvisc one two year ago. Patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was administered synvisc one injection intra-articularly of 1 dosage form (lot 7rsl048, exp- 10/2020) for arthritis and recent rupture of knee joint cartilage. On (B)(6) 2018, the information was received from the physician, surgeon (initial and follow up processed together) it was reported that patient experienced large knee hydrops (the knee into which synvisc one was administered was affected) and subfebrilia(latencies: 1 day). As per the physician, all other etiologies were excluded, and it was obvious, that the reaction was related to synvisc one administration. Case was considered serious by csh. As per the investigation on joint punctuate fluid dated (B)(6) 2018 results were number of leucocytes 2.5x10exp9/l, mononuclears 23%, polymorphonuclears 67% , mononuclear absolute count 0.6x19exp9/l,polymorphonuclears absolute count 1.7. Laboratory examination on (B)(6) 2018 revealed serum igd 31.9 mg/l (normal range 1.3-152.7), serum rheumatic factor iga <5.0u/ml (normal range <18), serum rheumatic factor igg 9.2 u/ml(normal range <18), serum rheumatopic factor igm 6.4 u/ml(normal range<18), serum ab/ccp <0.5u/ml (normal range 0-0.5), serum ab/filagrin negative, serum comp-cartilage protein not performed. Serum rheumatic factor <10.0 ku/I (normal range 0-14), serum crp 27.9 mg/l (normal range 0-5), serum also 97 ku/l (normal range 0-200), serum igm 1.3 g/l (normal range 0.4-2.3), serum ige 216.9 ku/l (normal range 0-87). Blood examination on (B)(6) 2018 revealed wbc5.8x10exp9/l (normal range 4-10), rbc 5.74x10exp12/l(normal range 4-5.8), hgb 171 g/l (normal range 135-175), hct 0.516 (normal range 0.4-0.50), mcv 89.9 fl (normal range 82-98), mch 29.8 pg (normal range 28-34), mchc 331 g/l (normal range 320-360), rdw-cv 12.4% (normal range 10-15.2), plt 246x10exp9/l (normal range 150-400). Differential count : neutrophils 66.6% (normal ramge 45-70), lymphocytes 17.5% (normal range 20-45), monocytes 9.7% (normal range 2-12), eosinophils 5.5% (normal range 0-5), basofiles 0.7% (normal range 0-2). Neutrophiles absolute count 3.84x10exp9/l(normal range 2-7), lymphocytes absolute count 1.01x10exp9/l(normal range 0.8-4), monocytes absolute count 0.56x10exp9/l (normal range 0.08-1.2), eosinophils absolute count 0.32x10exp9/l (normal range 0-0.5), basophiles absolute count 0.04x10exp9/l (normal range 0-0.2), quality of serum: normal. As per the medical record of (B)(6) 2018, it was reported that subjectively the patient did not have any pain , sometimes the patient felt some pain (twinge on medial part of knee) (latency: unknown) , during movement- feeling of knee jumping over (latency: unknown). Objectively: knee without any fluid with free movements and with full flexion. Some crepitation under patella and medial epicondyle (latency: ), currently improved. Administration of other viscosupplements was indicated. It was reported that patient recovered from large knee hydrops (the knee into which synvisc one was administered was affected) on (B)(6) 2018 and recovered from subfebrilia on an unknown date. Final diagnosis was subfebrilia, feel some pain (twinge on medial part of knee), during movement- feeling of knee jumping over outcome: recovered for subfebrilia; unknown for rest of the events. Seriousness criteria: medically significant for subfebrilia a product technical complaint was initiated on 01-oct-2018 for synvisc-one. Batch number: 7rsl048 global ptc number: (B)(4). The production and quality control documentation for lot number 7rsl048 expiration date oct-2020 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review and lot number frequent analysis for lot number 7rsl048, no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of 05-dec-2018, there were 3 complaints on file for lot number 7rsl048 and all related sub lots:3 complaints are on file for lot number 7rsl048: (3) adverse event report. Sanofi would continue to monitor complaints to determine if CAPA was required. Additional information was received on 01-oct-2018. Global ptc number and its results were added. Text amended accordingly. Additional information received on (B)(6) 2018 from physician. New events of allergic reaction, feel some pain (twinge on medial part of knee), during movement-feeling of knee jumping over, crepitation under patella and medial epicondyle added with details. Batch number updated. Outcome of events subfebrilia updated to recovered from not recovered. Lab results of (B)(6) 2018 added. Clinical course updated and text amended accordingly. Additional information received on 05-dec-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.